Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A pt reported blood glucose results of "239 mg/dl" with a lifescan meter and "145 mg/dl" on a laboratory device, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of accuracy.